Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a 12 in (30 cm) appx 1.6 ml, ext set w and 3-gang nanoclave stopcock w and nanoclave, spin luer: it was reported that nanoclave broke and manifold became disconnected from patient. There was a patient involvement but no patient harm.